Manufacturer narrative:
Results of investigation: the vela main pcba was returned to carefusion for evaluation. The reported problem was duplicated and isolated to a drifting transducer. This is a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
Carefusion file identification number: (B)(4). The cause of the reported issue has not been determined. Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator was auto triggering and generated "low ve," (low minute volume) "high rate" and "high pip" (high peak inspiratory pressure) alarms. The ventilator was in use on a patient when the issue occurred. The patient was placed on another ventilator and there was no patient harm reported.